Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent esc and act button response due to corroded keypad traces. No vibration anomaly noted during testing. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and shifted endcap sticker.

Event description:
The customer reported that the insulin pump had a button error alarm. The customer reported removing and reinserting the battery, but the insulin pump was vibrating and not functioning properly. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.